Manufacturer narrative:
(B)(4). Batch # m5523j. Additional information requested but unavailable: was the post-operative care changed based on the prolonged procedure? If yes, please explain. Was the hospital stay extended beyond what is typical for this type of procedure? What is the current status of the patient? The analysis results found that one long60 device was returned in good visual condition and with two ecr60g cartridge reloads present. The reloads were received partially fired 1/3 consistent with an incomplete or interrupted cycle. The device was noted to have the firing mechanism damaged. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components; the firing shuttle was noted to be damaged, causing the firing mechanism not to properly operate. While no conclusion could be reached as to how the firing shuttle became damaged; it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a lung segmental resection operation under video-assisted thoracic surgery, the long60 was used and the first ecr60g was normal; however for the second ecr60g, the device could not fire at the second stroke of the first firing and then changed to another long60. Again, the device could not fire at the second stroke of the first firing, and meantime the firing handle was damaged. They changed to another ecr60g and again the device could not fire at the second stroke of the first firing. An ec60 device was used to finish the operation. The additional operation time was prolonged over two hours and the patient is still in the hospital for further observation.